Manufacturer narrative:
H.6. Investigation summary: one open sample was received for investigation by our quality engineer. Through visual inspection, no foreign matter or impurity was observed. The product was disassembled for further evaluation. Using magnification, no matter or other particle was identified in the syringe. A device history record review did not reveal any quality issues during the production of lot number 1811226 that may have contributed to the reported incident. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Based on the results of our investigation, we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported conditions will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no issues were identified and manufacturing record established that all production and quality processes were carried out normally, and no foreign matter is observed in sample received, the root cause of the alleged defect cannot be determined. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of syringe 50ml ll experienced foreign matter contamination noted prior to use. The following information was provided by the initial reporter: I come to report a vigilance on a syringe 50ml bd plastipak ref 300865; lot 1811226; peremption 10/2023. An impurity (black filament about 13mm) is visible in the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 50ml ll experienced foreign matter contamination noted prior to use. The following information was provided by the initial reporter: I come to report a vigilance on a syringe 50ml bd plastipak ref 300865 lot 1811226 peremption 10/2023. An impurity (black filament about 13mm) is visible in the syringe.